Manufacturer narrative:
A complete lead was returned in three pieces. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil was found at 10.3 ¿ 10.5 cm from the connector pin and exposing the outer coil found at the proximal region of the lead consistent with friction to device can.

Event description:
This report is to advise of an event observed during analysis. External abrasion.